Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, all conductors were distorted and cut, the distal conductor was distorted, all insulators were breached cut, there was an outer insulation cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that there was apparent explant damage.

Event description:
It was reported that the patient was in a car accident and the right ventricular lead was fractured and had high impedance. The lead was explanted and not replaced due to the patient no longer needing the system. No patient complications were reported as a result of this event.